Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: multiple loss of prime warnings eaw 162 observed in the blackbox with low non zero force. The pump was exercised for 24 hrs- loss of prime was not duplicated. Force calibration failed at 238. Force sensor removed and tested- resistance value was found to be in specifications. (B)(4).